Event description:
It was reported that the patient received inappropriate shock therapy for anti-tachycardia pacing. Eventually, the one to one ratio increased gradually to be in the ventricular tachycardia (vt) zone. The device¿s programmed rate (pr) logic appeared shorter in tachy in the vt zone. The shock did not convert of change the rhythm. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted (B)(6) 2012. (B)(4).